Manufacturer narrative:
Results: broken wash cup. (B)(4).

Event description:
The customer reported that the waste drain/probe wipe block of the beckman coulter coulter lh 750 hematology analyzer had split while running patient samples. The customer reported about 3 ml of diluted blood had leaked but was contained inside the instrument. The operator was wearing personal protective equipment consisting of a lab coat and gloves and did not come into contact with the fluid. Patient results were not affected and there was no change to patient treatment associated with this event. Beckman coulter field service engineer (fse) found the wash cup on probe mechanism was broken. Fse replaced the wash cup and repair was verified per established procedures.